Event description:
The customer reported that they are unable to use the x ray (x ray disabled error) and they smelled a burning odor.

Manufacturer narrative:
(Conclusions) - the investigation found that the power supply was defective. The problem was resolved after replacement of the power supply. Based on trending analysis there is no exceptional replacement rate of this board. There is no mandatory required field action.